Manufacturer narrative:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. There were no errors found on the device. The device's machine flow sensor and in-line proximal filter were replaced to address the issue. Additional findings not related to the malfunction/issue was the following part to be proactively on the device: air inlet foam filter.

Event description:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.